Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.

Event description:
It was reported that when the patient was seen in clinic, they reported that the battery would no longer hold a charge. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the battery was not able to hold the charge. The battery, bat300845, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination. The battery failed initial functional testing; however, after the device was adequately charged the battery was able to provide power to a controller. Log file analysis did not reveal any anomalies involving bat300845. As a result, the reported event could not be confirmed during bench testing; the battery performed as expected. Note: the controller, con099882, in use did not have the smr software. No failure detected; the battery performed as expected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.